Manufacturer narrative:
(B)(4). D10: 184788 - series a pat thin 37x8.6 3 peg - 189710. 183014 - vanguard cr ilok fem-rt 75 - j7030081. 141236 - biomet cc cruciate tray 83mm - j7053597. 110035368 - biomet bc r 1x40 us - az43aj2201. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial right total knee arthroplasty performed. Subsequently, the patient was revised approximately 3 months post-op due to pain, swelling, and stiffness. During the revision, abundant scar tissue was removed, and the patellar button was found displaced with shearing through all three of the pegs. The patella was revised without complications. The bearing was also replaced and downsized to reduce tension within the joint. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records provided and reviewed by a healthcare professional. Review of the records state that a patient underwent a right tka and the contributing factor for the procedure was bilateral knee degenerative joint disease (djd). No intraoperative complications were identified. Medical records further state that the patient was subsequently revised due to complaints of pain, swelling, and stiffness. Imaging confirmed displacement of the patellar button. Intraoperatively, abundant scar tissue and arthrofibrosis were identified throughout the knee, along with a hypertrophic anterior scar. The surgeon also notes stiffness and decreased rom. The patellar button was found loose within the joint, with shearing through all three pegs. The bearing was exchanged and downsized to reduce joint tension. The new bearing was locked into place and the new patellar button was cemented without intraoperative complications. The femoral and tibial components were retained. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.